Event description:
It was reported that while the anesthesia system was used for treatment, it generated alarms indicating high airway pressure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on-site. The reported failure was not reproduced. No fault was found, and no parts were replaced. The system has been cleared for clinical use. The device logs were received for evaluation. Evaluation of the log shows that a successful system checkout was performed prior to and after the event. The log shows that the treatment was started in manual ventilation and then changed to volume control. 25 minutes after the change to volume control the first alarms for airway pressure high were generated. The ventilation mode was changed to pressure regulated volume control (prvc) and a few alarms for airway pressure high were generated. The treatment was then continued without alarms for airway pressure high for about 30 minutes, until the ventilation mode was changed to volume control. After this change to volume control and until the treatment was ended, 1 hour and 20 minutes later, several ventilation mode changes between volume control ventilation, ma

Event description:
Manufacturer's reference #: (B)(4).